Event description:
Hcp reports the pump was explanted and replaced in 2006 after 85 months implant duration due to manufacturer's recall. No patient symptoms or outcome reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal - insufficient bond of catheter access port.